Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient was presented with oversensing and inhibition of pacing episode while straining on the commode.